Event description:
Rptr's home loses electricity frequently, and it went out while rptr was on the CPAP and there was no alarm. Rptr did not wake up when this happened, and he's concerned about not having an alarm. He heard someone was injured when this happened. Rptr was not injured. A family member woke him up before there was problem, but he was struggling to breathe. Daughter had to shake him to wake him up. MFR said they would contact him after contacting the engineers, but they have not contacted him yet. The supplier said one can breath through their mouth, but rptr uses a chinstrap, and he was unable to breath through his mouth when this happened. Rptr says that the person he heard had been injured because of this, ended up in the ICU for several days. Rptr can't believe no one knows about this problem.